Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy pd effluent. The patient was hospitalized for the event. The cause of the event was unknown. The patient received unspecified treatment for the event. At the time of this report, the patient was recovered from the event. Action taken with dianeal therapy was not reported. No additional information is available.